Manufacturer narrative:
We are unable to confirm the reported complaint. If the product is returned, smiths medical will conduct further investigation. No lot number provided for DHR.

Event description:
It was reported that the pump alarmed for a non-recognition of a cassette. It has occurred with 4 patients this week. No patient injury was reported.